Event description:
It was reported by the patient that the pod's needle retracted indicating a needle mechanism failure. It was also mentioned that the cannula did not inert into the skin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to b5 from "it was reported by the patient that the pod's needle retracted indicating a needle mechanism failure. It was also mentioned that the cannula did not inert into the skin." To "it was reported by the patient that the pod's needle retracted indicating a needle mechanism failure. It was also mentioned that the cannula did not inert into the skin and leaking insulin." Added codes a050401 and g04105 to h6 medical device problem code and component code.

Event description:
It was reported by the patient that the pod's needle retracted indicating a needle mechanism failure. It was also mentioned that the cannula did not inert into the skin and leaking insulin.